Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event two days after onset. The cause of the peritonitis was unknown. The patient was treated intraperitoneally and intravenously with unspecified antibiotics (doses, frequencies, and duration were not reported) for the event. It was also reported that the patient was treated with maxipime (dose, frequency and route not reported). The patient was discharged from the hospital a week later. It was reported that the patient recovered from the event. Dianeal therapy was ongoing. No additional information is available.